Event description:
Dealer received replacement motors from order (B)(4) in (B)(6) 2011, and he alleges that the brushes are burnt and he is getting an error code. This is allegedly the 2nd replacement of motors, also ref. (B)(4). No injury is alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp, serial number/date code is unknown. The user manual part number 1143190 was issued with this device. The user manual is also found on-line at (B)(4). It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.